Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sticky rough surface. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample of was received for evaluation and reported event was confirmed. A visual inspection was performed, and it was observed a sticky residue on the length tube. A formal investigation was initiated to address air restriction issues. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.